Event description:
It was reported by the customer that when staff are going to disengage the needle, it is getting caught and then flinging blood back onto the nurse's face when it comes out of the IV catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that when staff are going to disengage the needle, it is getting caught and then flinging blood back onto the nurse's face when it comes out of the IV catheter.